Event description:
It was reported that the patient pump and cassette alarm "no disposable", but was able to switch pumps and everything was fine. Patient states he reported this before and is just calling back with the lot number. Lot 4196398, expiration 09/21/2026. No further details provided. No patient injury was reported.